Event description:
Litigation alleges patient had shedding of metal debris, pain and inhibition of the ability to walk and will need additional surgery after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had shedding of metal debris, pain and inhibition of the ability to walk and will need additional surgery after asr hip implant. **update** 2/7/2013 - ppd received. Part/lot and doi information received. **update** 04/29/2013 for revision information received on 04/15/2013-sales rep reported revision surgery on left hip due to pain and abnormal aspirate.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4) - ppd received. Part/lot and doi information received. There is no new information that would change the outcome of the investigation.depuy considers this complaint closed at this time.